Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). The initial MDR was filed as mfg. Report # 3007566237-2014-01627. Additional information received clarified that the correct manufacturing site was site # 3004209178.

Event description:
Follow up information received reported that reason for the replacement surgery was for normal battery depletion and that the patient wanted MRI compatibility. It was noted that the manufacturer's representative had not met with the patient as of yet. It was also reported that none of the explanted device components were to be returned to the manufacturer. Additional information received on june 27, 2014 reported that the patient had a fall in the snow back in (B)(6) with result that the lead wire component of their implantable neurostimulator (ins) "came apart". It was noted that the manufacturer's representative was at the appointment but not at the follow up appointment. It was confirmed that the patient had a new ins system in may and that the new system was working fine for them since implant. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was receiving effective therapy.

Event description:
It was reported that a manufacturer¿s representative was scheduled to attend a revision this morning that he had no prior knowledge of. It was noted that the caller had a question about whether there was a product that could be used in lieu of the 3550-63. No additional information was available on the day of the report, but would be added as it became available. Additional information received reported that the patient had come in to get his battery changed but also had wanted to upgrade to an MRI compatible system. It was stated that the battery was replaced and the leads were revised to become MRI compatible.